Manufacturer narrative:
The investigation for the hemolysis, thrombus, limb ischemia, and access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the hemolysis, thrombus, limb ischemia, and access site bleed could not be determined.

Event description:
Abiomed japan found publication and forwarded to abiomed's complaints team on 2024-07-01. Piece entitled: "evaluating the efficacy and safety of temporary mechanical circulatory support devices in acute cardiogenic shock: a subgroup-specific systematic review" published by a medical doctor from oman. Impella arm noted: the incidence of limb ischemia was 5%, and hemolysis was noted in 7% of patients using impella. Bleeding complications 12%, thromboembolic events 8%, major adverse events 20%, infection risk 2%, device displacement risk 1%.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. A.1, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 name prefix/title, first name and last name are unknown. H.4 device manufacture date is unknown. Which instructions for use to list is unknown as the type of impella device is unknown. Literature citation: albulushi, a., tawfek, a., & al lawatia, h. (2024). Evaluating the efficacy and safety of temporary mechanical circulatory support devices in acute cardiogenic shock: a subgroup-specific systematic review. Current problems in cardiology, 49(7), 102619. Https://doi.org/10.1016/j.cpcardiol.2024.102619.